Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. End-user was sitting in a lift reclining chair with a wheelchair was in front of her. She put her foot forward and it hit a sharp edge of the wheel on the wheelchair. She cut two of her toes and started to bleed a lot because she is on blood thinners.